Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, something went wrong that caused the patient to have a first degree burn on the thigh with a size 10x15cm.